Manufacturer narrative:
(B)(4). The user facility reports that the device is not available for eval and the lot number is unk.

Event description:
The customer alleges that during use the device had an unusual fold/crease forming on the distal tip (near the connector). The pt is fine and no intervention was required.